Event description:
Faulty ll on 60cc bd syringe, broke during compounding of 5fu. Syringe contained 5fu, was attached to an on-guard syringe adapter with 16g needle. The luer lock broke or was already broken when attempting to add 5fu to empty 150cc intravia bag. The cause of the break is unk, but was not due to excessive pressure or force. Pushing on the plunger resulted in 5fu running out of the end of the syringe where the break occurred.